Event description:
It was reported that the patient presented with complaints related to an infection. The implantable cardioverter defibrillator, right atrial lead, and left ventricular lead were explanted. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.